Manufacturer narrative:
The rse evaluated the device remotely and determined that the device could not recognize the handle. After the handle was reconnected, the issue was resolved. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that the device had handle malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is to correct evaluation result/component/conclusion code to reflect user error.